Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 214 mg/dl. The customer stated that she was able to clear the alarm but that she did not know how the alarm occurred originally. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.